Event description:
It was reported that the device was used during a hemorrhoidectomy. When the surgeon fired the device, the audible crunch could not be heard. After the device was removed, it was noticed that the knife had been damaged and 1/3 of the circle of the staple line was unstapled. Hand suture was used to complete the case. The pt was in extreme pain post operatively.